Event description:
The patient was reportedly evaluated for a sore at the implant site that was scabbed. The patient was placed on antibiotic therapy (type unknown) and was asked to apply bacitracin on the site twice a day. The doctor removed a thin piece of plastic that was extruding from the inferior aspect of the implant site.